Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed on (B)(6) 2020, treating a target lesion in the moderately calcified right coronary artery. The 3.0 x 18 mm xience prime stent was advanced and implanted at the target lesion. A dissection occurred and a 2.75 x 15 mm xience prime stent was implanted to treat the dissection. Post procedure, the patient was in stable condition. No additional information was provided.